Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal on patient request') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper and medical device removal with essure. The reporter commented: essure sample was available, lot number was not reported. The essure was removed on patient's. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal on patient request') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper and medical device removal with essure. The reporter commented: essure sample was available, lot number was not reported. The essure was removed on patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.